Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not detected on bus. A field service engineer replaced the controller module, and the station was subsequently rebooted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer not detected on bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.